Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance and loss of capture (loc) on the left ventricular (lv) lead channel in one of the vectors. Technical services (ts) suggested following actions. The device remains in use. No adverse patient effects were reported.